Event description:
The pump was returned for investigation. Investigation revealed a display failure and contamination under key contacts. This report is made based on results of investigation completed on 04/01/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. The contrast button was intermittently unresponsive during testing; which has no effect on insulin delivery. The display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to these issues, the serial number label was worn but still legible. (B)(6).